Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. The test p-cap locks properly in place in the reservoir compartment noted. No broken piece of retainer noted. Device received with cracked retainer, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on august 8, 2018. Customer blood glucose value was 720 mg/dl. Customer also stated that ring had been damaged since being admitted to the hospital and reservoir did not lock in place when inserted into pump. Customer stated that insulin pump had neither been bumped nor dropped. The insulin pump will be returned for analysis.